Event description:
It was reported that the subject device had a little white tip at the distal end break off where the balloon goes, a little white plastic piece. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the reportable malfunction could not be specified. Based on the results of the investigation, there was a failure due to tip of the outside of probe unit being broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.